Manufacturer narrative:
Correction: the date of awareness is april 15, 2019 and not april 4, 2019 as initially reported. This report is submitted on june 12, 2019.

Manufacturer narrative:
This report is submitted on 9 october 2020.

Manufacturer narrative:
The device was explanted under a general anaesthetic on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on august 7, 2020.

Manufacturer narrative:
This report is submitted on may 2, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and poor sound quality. The implanted device remains.